Event description:
It was reported that when using the bd pyxis¿ es server when the user navigated into the storage space configuration settings and then returned to the previous screen, the station logged her out and displayed an error message stating, error: cannot access object. The customer confirmed that it was affecting all stations. The customer reported that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station logged the user out and displayed an error stating that object could not be accessed. A technical support specialist (tss) identified an error in the application logs, with reference to knowledge article 1.7.4 error during cubie swap - cannot access a disposed object and determined that a full synchronization was required. Tss contacted the customer, but customer mentioned that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.